Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was extended with dried body fluid and tissue in the helix housing but appeared normal. Additionally, melting of the outer insulation was observed which likely resulted from the use of electrocautery. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this atrial lead exhibited high thresholds, no sensing amplitude measurements and a change in pacing impedance measurements due to dislodgement. A revision procedure was performed, and the lead was explanted. A replacement lead was implanted without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited high thresholds, no sensing amplitude measurements and a change in pacing impedance measurements due to dislodgement. A revision procedure was performed, and the lead was explanted. A replacement lead was implanted without incident. No additional adverse patient effects were reported.